Event description:
It was reported that during a shoulder procedure using a speedstitch suturing device, the needle got stuck in the hand piece. The procedure was delays by 45 minutes while an backup speedstitch device was located to complete the procedure. There were no significant delays or patient complications reported as a result of this event.